Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine device change out, this implantable defibrillation lead exhibited high out of range shock impedance measurements after being connected to the new device. The lead to device connection was checked with no anomalies noted, however measurements remained out of range with the proximal coil in the shock vector. The distal coil to can vector returned acceptable measurements. The device change out procedure was successfully completed. This lead remains in service with the shock vector programmed distal coil to can. No adverse patient effects were reported.